Manufacturer narrative:
This report is submitted on july 7, 2020.

Event description:
Per the clinic, it was reported that the patient developed an infection with chronic inflammation and granulated tissue, 4 months post operatively. The patient was treated with topical antibiotics, and a skin flap revision was performed to remove the infected tissue; however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2019. It is unknown whether the patient was reimplanted, as of the date of this report.

Manufacturer narrative:
This report is submitted on 16 november 2020.